Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed and smoke was noted in the la and laa. The implanting physician and the imaging physician both decided it was acceptable to proceed. About 10 minutes later, 4000 units of heparin was given after femoral vein access was achieved. Once the transeptal (tsp) was completed an additional 4000 units of heparin was given. The first activated clotting time (act) after tsp was 258 seconds. A double fxd curve watchman access system was exchanged out and an unknown pigtail catheter was inserted. The patient's la pressure was 10. An angiogram was performed, and the pigtail was removed and a 35mm watchman flx laa closure device and delivery system was inserted. The 35mm device was not released and was removed. The pigtail was re-inserted and then removed. A new 35mm watchman flx device was inserted and while assessing the device in the 0, 45, 90 and 135 views on transesophageal echocardiogram (tee), a clot was noted on the face of the closure device and on the mitral annulus. The 35mm closure device was recaptured and not deployed. The access system was removed. The case was aborted. No watchman flx device was released. The patient was taken to cardiac intensive care unit (ICU) where a heparin drip and xarelto were resumed. The patient's vital signs remained stable and the patient was later discharged to home the same day. The patient was doing well the following day.